Manufacturer narrative:
On the field service engineer's (fse) first visit, he inspected the analyzer and did not find any cause for the issue. The issue persisted and on the fse's second visit, he found the measuring cell, pinch valve tubings, and syringe seals needed to be replaced. He also aligned the sample, reagent, and sipper probes. He performed a system volume check, voltage adjustments, blank cell calibration, and mechanical checks with successful results. The customer performed calibration and qc with successful results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys troponin t stat assay and elecsys hcg stat results from two patient samples tested on the cobas e411 rack. Sample 1 the initial result was reported outside of the laboratory. The initial troponin t result was 27 pg/ml. The patient sample was rerun because the patient's previous result was >90 pg/ml. The repeat result was 95 pg/ml. Sample 2 the initial result was reported outside of the laboratory. The doctor questioned the result which prompted the rerun of the patient sample. The initial hcg stat result was "negative". The actual result was not provided. The repeat hcg stat result indicated the patient was pregnant. The repeat results were deemed correct. The troponin t stat reagent lot number and the expiration date were requested but not provided. The hcg stat reagent lot number and the expiration date were requested but not provided.